Event description:
It was reported that the patient received an end of battery life message on the remote control. The patient underwent an ipg replacement and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march of 2024.

Manufacturer narrative:
Sc-1432 sn:(B)(6). The returned implantable pulse generator (ipg) was confirmed to be at the end of service (eos) state. Data log analysis indicated that the ipg reached eos 3 months and 5.6 days following the initial active programming. The average energy use index (eui) recorded was 135, corresponding to an estimated theoretical battery lifespan of 2 months and 25.4 days. This indicates that the battery lifespan fell within the projected range. Additionally, the ipg displayed typical features during the visual and functional inspection. The reported allegation that the patient received the end of life message on the remote control. Was confirmed. The ipg was received at the eos state. The investigation revealed that the ipg battery life was within the estimated range. The ipg exhibited normal characteristics. In addition, the behavior of ipg approaching or reaching the end of its useful life is documented in the labeling.

Event description:
It was reported that the patient received an end of battery life message on the remote control. The patient underwent an ipg replacement and was doing well postoperatively.